Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad issue was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump inputs would not work. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.